Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak from the center pad of the blood sampling valve (bsv). The fse replaced the bsv to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to the blood sampling valve. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak from around the blood sampling valve (bsv) area of the lh 500 hematology analyzer. The customer indicated that the volume of the leak was less than 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.